Event description:
It was reported that, during a transuretheral ureteroscope laser lithotripsy procedure using a polaris ultra stent, it was noticed during preparation that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a transuretheral ureteroscope laser lithotripsy procedure using a polaris ultra stent, it was noticed during preparation that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The polaris ultra ureteral stent was returned for analysis. During visual and media inspection, the stent shaft was detached, and the suture hole was torn. Additionally, the suture and positioner were not returned. One photo attached showed that the stent shaft was detached. No other problems with the device were noted. The reported event of stent shaft break was confirmed. The device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached and torn during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the polaris ultra ureteral stent has not been returned. However, there is one picture attached that shows one polaris ultra stent with the shaft detached, moreover, their suture and positioner are not visible. The reported event of stent shaft break was confirmed. It is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that, during a transuretheral ureteroscope laser lithotripsy procedure using a polaris ultra stent, it was noticed during preparation that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.